Event description:
Customer reports that sensor was giving incorrect alerts. Customer reports to have had high blood glucose and low blood glucose. Customer reports of being hospitalized on (B)(6), 2015 with blood glucose of 30 mg/dl. Customer reports that blood glucose was affected by her taking too much insulin as she was not on pump but was training with saline. Customer was advised to monitor sensor and insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.